Event description:
The customer reports that during a lap hernia repair procedure, 3 cartridges would not load onto the device. One of the cartridges did not fire. A new cartridge was used to complete the procedrue. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned with dried body fluids. The analysis confirmed that the suture assistant reload was returned with cartridge plate dislodged. No functional test was performed. The cartridge body had gouges on the device loading area. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.